Event description:
Provider states that the caster wheels break right off of the hub on one of the three spokes and the forks get bent often. Provider states that the chair is used on carpet and when they move the chair the wheel catches sideways and then the casters break or the fork bend. Provider has had to replace the casters and forks multiple times. No additional information provided.